Event description:
The customer reported being hospitalized due to stomach virus and high blood glucose of 498 mg/dl. The customer was treated with manual injections and an insulin drip. The customer stated that she was experiencing dehydration, fatigue, chest pain, and sore skin. Troubleshooting was declined as customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.